Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, the tip of the 3max catheter was found damaged and was not used. The procedure continued successfully using more penumbra products.

Manufacturer narrative:
Result: the 3maxc was fractured in the proximal shaft approximately 4.8 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the tip of the 3maxc was damaged. Evaluation of the returned device revealed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.